Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. As received, the electrode belt failed incoming functionality testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) to ECG b. The cause of the non-functional therapy electrodes and the test failure is the open pulse wire. The root cause of the open pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged cable.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the ECG electrodes were non-functional.